Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory patient notification. Upon interrogation of the ICD the programmer reported the ICD to be in back up vvi. Patient had not been exposed to any emi source. A sw download was successfully performed. The patient will continue to be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.